Manufacturer narrative:
(B)(4). Report source: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports.

Event description:
It was reported the patient underwent a primary knee procedure. Subsequently, the patient has complained of femoral & tibial pain. Pain more concentrated on medial proximal tibial, since surgery. It was reported the patient's knee has been swollen since surgery. The patient has a nexgen in opposite side with no pain or post op issues. The doctor is concerned about his patient outcomes with persona. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/or anomalies. No deviations related to the complaint were found. Medical records were not provided. Images were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.